Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticmo13.2, -15.5/+2.0/122 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer lens due to lens rotation. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture and debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).